Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 75% stenosed target lesion was located in a moderately tortuous mid left anterior descending artery. A promus element plus, mr, 2.25 x 16 mm stent failed to cross the target lesion. The promus element plus stent was removed and it was noted that the distal stent strut was damaged. The procedure was completed with a promus element 2.25 x 12 mm stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).